Manufacturer narrative:
E1. Initial reporter city: togane city chiba prefecture (B)(4). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that only the main coil was returned for this complaint. The main coil was returned completely raveled. The interlocking arm was not returned was detached. The main coil was returned stretched. The pusher was not returned. The zap tip has a smooth surface. Dimensional inspection of the main coli revealed that the overall dimension (od) of the zap tip and primary coil matches with specification. The number of fiber bundles did not meet the specifications.

Event description:
It was reported that the coil protruded from the catheter tip. The target lesion area was located in the left internal iliac artery. A 10mm x 50cm interlock pe f-idc embolic was selected for use in a shaft graft placement. During the procedure, the device got stuck inside the distal part of the microcatheter. However, when the coil was removed, the coil protruded from the tip of the catheter. The coil was removed together with the microcatheter by the use of a snare. The procedure was completed with another of the same device. No patient complications reported.

Event description:
It was reported that the coil protruded from the catheter tip. The target lesion area was located in the left internal iliac artery. A 10mm x 50cm interlock pe f-idc embolic was selected for use in a shaft graft placement. During the procedure, the device got stuck inside the distal part of the microcatheter. However, when the coil was removed, the coil protruded from the tip of the catheter. The coil was removed together with the microcatheter by the use of a snare. The procedure was completed with another of the same device. No patient complications reported. It was further reported that the detachment of the interlocking arm occurred outside the body.

Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that only the main coil was returned for this complaint. The main coil was returned completely raveled. The interlocking arm was not returned was detached. The main coil was returned stretched. The pusher was not returned. The zap tip has a smooth surface. Dimensional inspection of the main coli revealed that the overall dimension (od) of the zap tip and primary coil matches with specification. The number of fiber bundles did not meet the specifications.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the coil protruded from the catheter tip. The target lesion area was located in the left internal iliac artery. A 10mm x 50cm interlock pe f-idc embolic was selected for use in a shaft graft placement. During the procedure, the device got stuck inside the distal part of the microcatheter. However, when the coil was removed, the coil protruded from the tip of the catheter. The coil was removed according to the procedure. The procedure was completed with another of the same device. No patient complications reported.